Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit won't charge on batteries. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit won't charge on batteries. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate this unit. Customer stated unit now charging batteries. Service cancelled by complainant.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit won't charge on batteries. There was no patient involvement.